Event description:
Emt's responded to a pt described as in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and the analyze button pressed. The device advised a shock, a shock was delivered, and a perfusing rhythm returned momentarily. Approximately 1-2 minutes later, the pt's rhythm deteriorated and the operator again pressed the analyze button. According to the report, the device alarmed connect electrodes and would not analyze the pt's rhythm. The report states that connections were checked, electrodes replaced and power cycled to the device, but each time the analyzer button was pressed, the device alarmed connect electrodes. A backup rescue unit was called for and their defibrillator used but the pt was not resuscitated.